Event description:
Infection with gtr extended plate. As per surgeon: the infection was a sepsis. It is extremely unlikely that the implant was the origin of that blood infection, as there were other more likely causes for it in that patient. No further information is available at this time.

Manufacturer narrative:
No specified device was provided at this time. Additional information was requested, but not received, related to this event. According to analysis from the surgeon related to these events, no causal relationship has been observed between this event and the implanted device.